Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump delivered too much insulin during a bolus, although the alleged root cause could not be confirmed. Reportedly, the customer ate carbs to make up the difference. The customer¿s blood glucose was 269 mg/dl. The customer continued to use the pump for insulin therapy.